Event description:
Pt was routinely restrained in bed by a vest. No bed rails present. Pt fell from bed and was strangled by the vest which was tied to the bed. The investigating police detective concluded that incident was an accident. Instructions indicate that "all siderails must be in the up position when using siderails" and "if their body weight becomes suspended off the ... Mattress, ... Suffocation could result."